Event description:
A cgm error 42 was reported by the caller, which indicated an issue with the continuous glucose monitoring system. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, after which the error did not reoccur and the caller successfully started their sensor session.